Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer jammed and would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that full height cubie drawers 3 was failed as it had medications jammed. A field service engineer (fse) had found that the bumper slides were damaged hence had replaced the bumper slides to resolve the issue of the device. The system functioned as intended after the field service engineer had resolved the issue.